Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) and reported that a fluid leak was discovered during their treatment. An ¿m31 air detected in cassette¿ alarm had occurred during fill 3 of 5, prior to finding the leak. The patient was unable to bypass the alarm and their treatment was discontinued on the cycler. When they opened the cycler door to remove the cassette, fluid was observed leaking out of the cassette compartment. The ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient stated they would perform an alternate method of pd therapy. They were also advised to report the event to their peritoneal dialysis registered nurse (pdrn). Follow-up with the patient's pdrn revealed the patient had not informed them of the event. However, the pdrn confirmed that they have communicated with the patient on multiple occasions since the reported event date, and there have been no indications that the patient was experiencing any adverse effects. The pdrn stated the patient has not developed any signs or symptoms of peritonitis, and indicated that their well-being was in a good state. The pdrn stated they would follow-up with the patient to verify they are continuing their pd therapy on the replacement cycler without issue. The pdrn did not think that the patient would have retained the cycler set, but stated they would confirm this when speaking with the patient. Multiple attempts to obtain additional information were made, and to date, no further details have been provided.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. The cycler underwent and passed a patient sensor calibration check and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. During the inspection, fluid was found in the hp3 filter. The cause of the observed dried fluid and fluid could not be determined. Fluid in the hp3 filter is related to the m31 air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
More details were provided through additional follow-up with the pdrn. The patient did not develop any symptoms, or experience any adverse effects due to the reported fluid leak. The patient was able to complete their treatment by performing a manual exchange. It was confirmed that the patient was trained to perform manual pd therapy, as well as stat drains. No damage or defects were noted on the liberty cycler set. The lot number for the cycler set could not be provided. The cycler set was not available to be returned for evaluation as it was reportedly discarded. It was confirmed that the new cycler was received and the old cycler was scheduled to be returned.